Manufacturer narrative:
Concomitant product: product ID 3586, lot # unknown, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information reported the event was resolved and the action included repositioning of the lead.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient recovered on (B)(6) 2012.

Event description:
It was reported that the patient experienced undesirable stimulation from their implantable neurostimulator (ins). Specifically, the undesirable stimulation was noted as ¿unstimulated¿ and difficulty getting the stimulation to their painful area. The patient did have pain but it was at an unknown location. Reprogramming was performed as an action to resolve the event issue. It was unknown if there was any diagnostics or troubleshooting performed for the issue at the time of report. It was then reported that a revision was performed where the lead was re-positioned ¿a second time¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.